Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc, filter tilt, and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unk g2 express filter tilted, perforated, and migrated. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age, and weight were not reported.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf310f filter tilted, perforated, and migrated and difficult to retrieve. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The female patient is 20 years old and weight was not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80426. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation, tilt and retrieval difficulties. However, the investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.